Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 14, 2013. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on february 24 2011. The handpiece was received for evaluation. A visual assessment of the returned sample handpeice found no visual issues related to the reported event. A functional test was then performed on the returned handpiece. The handpiece was first connected to a calibrated system for priming and tuning. The handpiece was found to display system message ¿handpiece failure¿ upon tuning. The connector was measured across the high electrode pin to the ground pin in which a high resistance was measured which signals continuity between the electrodes showing initial evidence of a short. Upon opening up the handpiece, moisture ingress within the electrode chamber was found proving shorting of the electrodes. It was then seen that an o-ring was rolled upon installation to the handpiece thus allowing moisture to easily pass through to the electrodes. Based on the information obtained, the root cause of the reported ¿temperature issues¿ cannot be determined conclusively. The reported ¿tuning issue¿ was confirmed and due to moisture ingress being allowed from a rolled o-ring. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a phaco handpiece was heating up after 10 seconds of use. Additional information has been requested but not received to date.